Manufacturer narrative:
The customer's reported complaint that the autopulse platform displayed "system error, out of service, revert to manual CPR" was confirmed during archive review and functional testing. The platform was initialized and the software was reinstalled to remedy the platform passed all the testing and meets all required specifications. Functional evaluation of the returned autopulse platform was unable to be performed as a system error message was observed upon powering up, therefore confirming the reported complaint. After the platform was initialized and the software was reinstalled by using ap version software remedied the system error fault. Following service and unrelated to the complaint, the drive shaft was observed to be stiff. The clutch plate was deburred to remedy the stiff drive shaft. A visual inspection of the returned autopulse platform was performed and found no physical damage to the platform. A review of the platform archive was performed and archive data indicated fault "system error 71" error message on the event date of (B)(6) 2016; thus confirming the customer's reported complaint. The platform was run for 30 minutes, and no user advisory or fault occurred. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
It was reported that during a shift check, the auto pulse platform (s/n: (B)(4)) displayed 'system error' message upon powering on. The message could not be cleared. When (B)(4) received the device ,they confirmed system error message. No patient involvement was provided. No other information was provided.